Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous posterolateral branch of the left circumflex. There was severe calcification in the proximal left circumflex. The physician used a mach1 7f fl4.0 sh to engage at the left circumflex. On the first inflation, a 2.50 x 20mm apex monorail balloon was inflated to 6 atmospheres. On the second inflation, the balloon was inflated for 10 seconds and ruptured at 6 atmospheres. The balloon was removed intact. It was replaced with another of the same device. The pt status is listed as good with no complications reported. This product is only ous approved, but it is similar to a marketed us device.